Event description:
It was reported that three surgical fibers failed during a prostate procedure. The first fiber failed prior to use due to the fiber card not being recognized by the laser system; the second fiber failed @71,300 joules of use due to detachment of the fiber cap, the cap was reported to be retrieved. The tip of the third fiber was damaged @153,176 joules of use. The procedure was completed using a fourth surgical fiber. Pt or user outcome: "no harm to pt, outcome ok". This report is for the second surgical fiber used.